Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and a complete hypotube separation 84cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 70% stenosed, 20x2.75mm target lesion was located in the mildly tortuous and non-calcified left circumflex artery (lcx). A 1.50mm x 15mm maverick²¿ balloon catheter was selected for use to dilate the lesion. However, during the procedure, the delivery balloon catheter broke outside patient. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that shaft break occurred. The 70% stenosed, 20x2.75mm target lesion was located in the mildly tortuous and non-calcified left circumflex artery (lcx). A 1.50mm x 15mm maverick balloon catheter was selected for use to dilate the lesion. However, during the procedure, the delivery balloon catheter broke outside patient. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.